Event description:
During use of the perforator drill on a craniotomy, the drill failed to stop when it reached the dura. Per dr (B)(6), he felt that perhaps the tumor (which was adhered to the skull/dura) was hard enough to make the drill sense incorrectly. Major vessels were avoided, but there was significantly more blood loss than normal on a case like this; (800-1000cc) pt was transfused two units of blood.